Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the clinic did a remote interrogation following a procedure where the patient's pacemaker was electively moved from one side of the patient's body to the opposite side. Boston scientific technical services (ts) was consulted for review of the interrogation and found a stored episode of noise on the right ventricular (rv) channel that lasted for approximately 17 seconds. It was unable to be determined if there was pacing inhibition due to the oversensing of noise as after the noise ceased there was a combination of sensed and paced ventricular beats. The noise was determined to be due to the procedure. No adverse patient effects were reported.